Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device malfunction contributing to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article, "transcatheter aortic valve implantation for stenosed and regurgitant aortic valve bioprostheses" by dr. Muhammed z. Khawaja et al., the following event was identified as pertaining to an edwards device: a (B)(6) male patient with a 23mm carpentier-edwards aortic valve, implanted for approximately 21 years, underwent a valve-in-valve procedure due to severe aortic regurgitation (grade 4) and moderate stenosis (peak gradient 80mmhg). The indication for initial replacement was nonrheumatic aortic stenosis. A transcatheter valve replacement was performed using a transfemoral access. The procedure went well with trivial aortic regurgitation at the end of the procedure. The patient was discharged on pod #3.